Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A report will be submitted when the final evaluation has been completed.

Event description:
(B)(4). This case is associated with product complaint (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) asian female patient. Medical history included tacheitis. Concomitant medications included acarbose, metformin hydrochloride and pancreatic activated peptides, all for unknown indications. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) injections (humulin 70/30 3 ml cartridge) via reusable pen (humapen ergo ii) 20 unspecified units each morning and 18 each evening daily, subcutaneously for the treatment of diabetes beginning in 2004. In (B)(6) 2014 she was hospitalized to regulate low blood sugar in (B)(6) hospital . In (B)(6) 2014 she was hospitalized to regulate low blood sugar in (B)(6) hospital ((B)(4), batch 1005d02) . Entrance and discharge dates, laboratory test results and outcome from events were not reported. Information regarding corrective treatments was not provided. Human insulin 30/70 treatment was continued. The user of the humapen ergo ii and his/her training status was not provided. The humapen ergo ii model and suspect humapen ergo ii duration of use were not provided. The action taken and the return status of the humapen ergo ii were not known. The reporting consumer did not know if the event was related to human insulin 30/70 treatment or humapen ergo ii. Edit 19-oct-2016. Case was opened to enter medwatch device fields and the to enter the european/canadian device fields for device mailing. No new information. Edit 26-oct-2016: upon review the case reopened to complete the determined listedness of the serious events of blood sugar decreased to listed. No further changes were performed to the case. Edit 27-oct-2016: pc number (B)(4) was arrived from the affiliate and processed. No further changes were performed to the case.

Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements in describe event or problem. Please refer to update statement dated 22nov2016 in describe event or problem. No further follow up is planned. Evaluation summary a female patient reported the injection button of her humapen ergo ii device was difficult to push down. In addition, the scale on the cartridge holder "was vague." The patient experienced decreased and increased blood glucose levels. The device was not returned to the manufacturer for investigation (batch (B)(4), manufactured may 2010). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical trends with regard to dose accuracy, high injection force, or cartridge holder printing worn or faded. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring dose accuracy and device functionality with a high probability. The patient did not provide duration of use for the device. However, given the time elapsed since the batch was manufactured (2010), it is likely the device was used for up to six (6) years. The user manual states the humapen ergo ii device has been designed to be used for up to 3 years after first use. In addition, the user manual describes the proper care and storage of the device, and it instructs to not use the device if it appears broken or damaged and to contact lilly or their healthcare provider for a replacement pen. There is evidence of improper use. The patient likely used the device beyond its approved use life. It is unknown if this is relevant to the events of decreased and increased blood glucose levels.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), with additional information from the initial reporter via psp, concerned a (B)(6) female patient. Medical history included tracheitis. Concomitant medications included acarbose, metformin hydrochloride and pancreatic activated peptides, all for unknown indications. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) injections (humulin 70/30 100u/ml) via reusable pen (humapen ergo ii) 20 (no units) each morning and 18 each evening daily, subcutaneously for the treatment of diabetes, beginning in 2004. In (B)(6) 2014 she was hospitalized to regulate her low blood sugar. In (B)(6) 2014 she was hospitalized due to blood glucose high ((B)(4)/ lot. 1005d02). Admission and discharge dates, laboratory tests and outcome from events were not reported. Corrective treatment included adjusting dose of human insulin 70/30 and diet, further information was not provided. Human insulin 70/30 treatment was continued. The user of the humapen ergo ii and his/her training status was not provided. The humapen ergo ii model and suspect humapen ergo ii duration of use were not provided. The device was not returned. The reporting consumer did not know if the events were related to human insulin 30/70 treatment or humapen ergo ii. The reporter could not provide any more information. If additional information were provided, the case would be updated. Edit 19-oct-2016. Case was opened to enter medwatch device fields and to enter the european/canadian device fields for device mailing. No new information. Edit 26-oct-2016: upon review the case reopened to complete the determined listedness of the serious events of blood sugar decreased to listed. No further changes were performed to the case. Edit 27-oct-2016: (B)(4) was arrived from the affiliate and processed. No further changes were performed to the case. Update 04-nov-2016. Additional information received on 03-nov-2016 from the initial reporter via psp. The event of blood glucose decreased occurred on (B)(6) 2014, was replaced by blood glucose increased, which was the correct reason of the hospitalization. Updated narrative with new information. Update 14-nov-2016. Additional information received on 10-nov-2016 from the initial reporter via psp. The reporter could not provide any more information. Updated narrative with new information. Update 22-nov-2016: additional information received on 22-nov-2016 from the global product complaint database added the device specific safety summary and manufactured date of the device; added the device was not returned; updated the improper use and storage to yes; updated the medwatch and european and canadian required device reporting elements; and updated the narrative. Update 22-nov-2016: pc number was received. No further changes were made in the case.